Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Mark packer. Safety and effectiveness of a new ophthalmic viscosurgical device randomized, controlled study. J cataract refract surg. (B)(6) 2023; vol49/ issue: 9, 1050¿1056. The manufacturer internal reference number is: (B)(4).

Event description:
An investigator reported in literature article that they aimed to evaluate the safety and effectiveness of a new dispersive ophthalmic viscosurgical device (ovd), comparing it with an approved dispersive ovd, when used in cataract surgery. The study included patients age-related noncomplicated cataracts considered suitable for treatment with standard phacoemulsification cataract extraction. Following surgery, five of the patients experienced iritis.